Event description:
The account stated that the gas spring is worn on the abbott commander ppc and it does not support the top cover of the analyzer. The field svc engineer (fse) confirmed with the account that no injuries occurred due to the cover not being supported. The fse replaced the gas spring.

Manufacturer narrative:
The complaint for the abbott commander parallel processing center (list number 06208-01), describes a worn gas spring that can no longer support the top cover. No injuries occurred due to the cover not being supported. Field svc replaced the spring and verified functionality. A review of the complaint history for abbott commander parallel processing center (list number 06208-01) was performed for the time period of 15 jan 2008 through 15 april 2008. No add'l complaints related to springs, cover support or user safety were reported during this time period. This is a final report.